Event description:
It was reported that following a successful pump refill, the healthcare provider (hcp) was able to successfully interrogate the patient¿s pump but when attempting to update the pump, the progress bar would go about a third of the way and an invalid telemetry/reposition message would appear. The pump would then revert to a stopped pump mode and the hcp would have to attempt again. The hcp attempted with 2 different programmers in 2 different rooms but the difficulties repeated. Electromagnetic interference (emi) was eliminated. The patient was in an electric wheelchair but was always programmed in his chair without incident. Successful pump update was finally obtained when the reservoir volume was changed from 40ml to 30ml and the update was performed. Update was again successful when the reservoir volume was changed from 30ml back to 40ml. No patient symptoms were reported. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).